Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Reliability evaluation performed on 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The occlusion test was performed and the reservoir passed test.

Event description:
It was reported that the customer's insulin pump kept alarming no delivery when she tried to fill the tubing/ customer's blood glucose level is now 418 mg/dl. Customer's blood glucose level was 440 mg/dl when they started. Customer has been treating manually all night. Customer manually pushed the plunger very slowly and stated that the insulin did not exit. Customer reconnected to the transfer guard and the plunger moved easily. Customer stated that the insulin exited the tubing now. Customer ran a manual prime and the pump did not alarm a no delivery. Customer was advised to return the reservoir. No additional information provided.